Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 2 of the controller. Contamination was seen on the connector for power port 1. This is an incidental finding not related to the reported event. The most likely root cause of the failure may be attributed to a manufacturing issue. However, this is currently being investigated heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a us site that the patient was seen in clinic. One side of his controller had exposed wires at the area where the battery plugs in to the controller. Patient was issued new controller (B)(4). Making good connections was reviewed with patient. It was reported that he was having troubles with disconnections, simply pulling the batteries out rather than turning the locking mechanism and gently removing battery. This procedure was reviewed. The controller exchange resolved the issue and there was no consequence to the patient. No additional information is available.